Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a chipped atrial connection port. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the connector was confirmed to be broken. The main printed circuit board (pcb) was found to be out of electrical specification. The hanger was found to be loose. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a chipped atrial connection port. The customer also noted that the output connectors were not "very durable." The epg has been returned for repair, and it was requested that both sockets be replaced as a precaution. There was no patient involvement.